Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are two other complaints in the lot number. Additional information was requested, but not received. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the incision and the plunger left a mark in the central zone of the lens. The iol was removed and a posterior capsular rupture was noticed. Another lens was implanted. Additional information was requested.